Event description:
It was reported that the patient experiencing pocket stimulation from the right ventricular (rv) lead upon programming changes made during in-clinic visit. The rv lead was capped and replaced on (B)(6) 2025. The patient had no adverse consequences.